Manufacturer narrative:
There was no button response due to flattened dome switch on esc button. There was scratched keypad overlay, scratched display window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their act button is the only responding button. The customer states the blood glucose level will appear on the pump screen, but they cannot get the device to administer the insulin. The customer's blood glucose level was 500mg/dl. The customer states they did not treat the highs, but felt ok to troubleshoot. Troubleshoot was conducted, and the customer was advised the pump would have to be replaced and returned for analysis.